Manufacturer narrative:
H6: codes updated for "type of investigation", "investigation findings" and "investigation conclusions". Product history review: the device lot met all pre-release specifications. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information.

Manufacturer narrative:
H3: 'no': device was not received and evaluated as it was lost during transit. H6: medical device problem codes updated.

Event description:
The following was reported to gore: on (B)(6) 2024 during a endovascular procedure, the physician attempted to use two gore® viabahn® vbx balloon expandable endoprosthesis (vbx) devices, but unfortunately they didn't go through a 7f lock (as described on the package). Both vbx devices came of the during maneuvering inside the sheath (7f fortress introducer sheath in 90 cm from biotronik). First vbx device (8/59mm - ref: (B)(4), lot: 28114223) could not be advanced through a 7f lock at all. Second vbx device (6/79mm - ref: (B)(4) lot: 27276359) could only be partially pushed forward in a 7f sheath, but was then recovered again because too much pressure would have had to be applied.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.